Event description:
Caller reported a cgm error 42, which was addressed by walking through a complete pump reset with technical support. There was no adverse impact to the customer's blood glucose level as the pump did not display the error code again, and the caller successfully started their sensor session. The caller expressed interest in moving forward with the renewal process, and a task was created for the renewals team to proceed after confirming necessary customer information.